Event description:
Customer reportedly received results of 16, 17 or 18 mg/dl and 135 mg/dl within 10 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device but customer had discarded products prior to speaking to manufacturer. Replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Customer discarded suspect device before contacting manufacturer. Will not be returned to manufacturer.